Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
Upon receipt by the manufacturer, it was found that the tip of one driver had fractured off. Additional details have been requested, but have not been provided.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off in a manner consistent with high torque values associated with screw installation. The cause cannot be determined since the torque limiting handle used with the driver at the time of failure was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions associated with proper device usage.